Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, exposed wires) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, damaging wires and causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was displaying a service code 204 and that wires were exposed on his monitor. The patient was issued a replacement monitor.